Event description:
An impulse dynamics (ID) field representative received an initial report on (B)(6) 2026 that a patient's implanted osm ipg was not charging. The ID field representative met the patient at the hospital that same day and tried to charge the device with the patient's paired charger. The device would attempt to connect, display an x on the charger, and then a check mark. Once the check mark was displayed, the charge indicator under the patient icon was full but then would quickly turn off. All additional attempts to charge and interrogate the ipg were unsuccessful. It was then decided with the patient's physician that the ipg would be replaced, which occurred on (B)(6) 2026. The explanted ipg is currently being decontaminated at an approved decontamination facility. It will then be returned to ID USA in marlton, nj for a full evaluation.